Event description:
The customer contact reported air in the tubing distal to the filter. The tubing set was being used to delivery 2200ml of tpn at a rate of 91.7 ml/hr via a gemstar pump. The customer contact reported that air was noted in the filter during priming of the tubing set. It was reported that once priming of the tubing set was complete, the delivery was started. The customer reported 15 minutes later, a 5cm air bubble was noted in the tubing distal to the filter. The delivery was stopped and the tubing set was removed from the patient. No air reached the patient. The therapy was resumed using a plum pump and plumset tubing set. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received.